Manufacturer narrative:
Initial reporter postal code: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid in the overpouch that contained the device. Further inspection revealed that the leak was due to a detached luer. The reported condition was verified. The cause of the detached luer could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that the flow restrictor had become disconnected from the line. This occurred before patient use. The device had been filled with 13500mg piperacillin / tazobactam in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.